Event description:
Additional information received on 28-may-2021: no information is available.

Manufacturer narrative:
Additional b5 , d5: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Received device in good condition with no physical damage. Filled water into reservoir tank, installed temperature check, installed gas vent filter onto air detector, which was attached to filter holder interlock switch. The technician powered on the device and overtemperature alarmed. Removed back panel for further investigation. During visual inspection, the technician found that there was a crack in the return tube which had leaked water, and damaged multiple internal components. This confirmed customer reported problem. The root cause of the reported problem was found to be a crack in the return tube which leaked water due to the design. Replaced main printed circuit board (pcb) and return tube. A corrective and preventative action has been opened to address the reported issue.

Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 was not heating. No patient adverse events reported.